Event description:
Revision surgery due to infectione after about 2 months from primary. The surgeon performed a washout and revised the Flex 5L - 11mm insert to a Flex 5L - 17mm insert at his discretion.

Manufacturer narrative:
Batch review performed on 21 July 2026 Lot 2528046: (b)(4) items manufactured and released on 04-Dec-2025. Expiration date: 19-Nov-2030. No anomalies found related to the problem. To date, (b)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause: Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.